Event description:
The customer obtained falsety high troponin I results on a patient sample. Elevated results of this magnitude might initiate a cardiac cathetization. The sample was repeated using another method and the results were negative. There was no report of patient harm as a result of this event.